Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited possible mirror image electrograms, and there were a high number of short v-v intervals noted. The leads will continue to be monitored, and remain in use. No patient complications have been reported as a result of this event.